Event description:
The customer observed a falsely depressed lipase result for one patient sample on a dimension vista 500 analyzer with serial number (B)(6) and did not report the result to the physician(s). The customer used the same sample to perform repeat testing on an alternate dimension vista 500 analyzer, and the result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The customer observed a falsely depressed lipase result for one patient sample on a dimension vista 500 analyzer with serial number dv370429 and did not report the result to the physician(s). The customer used the same sample to perform repeat testing on an alternate dimension vista 500 analyzer, and the result was considered correct and reported to the physician(s). Siemens assisted the customer, checked the results monitor, and identified errors and abnormal assay flags for the affected patient sample. Quality control results were acceptable, and siemens dispatched a customer service engineer (cse) to the customer site to troubleshoot the analyzer. The cse performed services, which included running a mix test, replacing the s1 (sample) mixer, checking the alignment, running a quick check, quality controls (qc), and precision testing. Qc and precision testing were acceptable, and the analyzer performed as specified. Siemens reviewed the information provided. Qc recovery was in range, the calibration was good, and no issues were noted in the instrument health report (ihr). Siemens identified errors in the 'kin_check' and 'pcnt_cycle 33w', which suggested a mixing issue. The cse verified the analyzer, and the potential cause of the falsely depressed result was the s1 mixer. The analyzer performed according to specifications post-service repair. No further evaluation of this device is required.